Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, the reported issue was duplicated. The cause of the reported issue was buckled upstream occlusion seal. The upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a bubbled downstream occlusion. Upon physical inspection, a buckled upstream occlusion (uso) seal was found. There was no patient involvement, no patient injury was reported.